Manufacturer narrative:
A ge svc rep performed an on site investigation. The software upgrade was installed during the svc call. The system was tested and found to be working as intended and put back into svc.

Event description:
The customer reported the system would not boot up. There was no pt injury or death reported.